Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis revealed unspecified leakage of the standard tantalum cap.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicator (eri) and only the patient's intrinsic rhythm was present on the electrocardiogram. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku